Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-66 mg/dl and "went unconscious". Low bg cause was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer's spouse removed the pump and called an ambulance. Customer was taken to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and was discharged the following day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.